Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap of an amia automated pd set with cassette was not connected to the patient line. This was observed during setup of peritoneal dialysis therapy. The cap was found inside the packaging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.